Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 57mg/dl, and the meter bg read "high." The customer to drink orange juice and ate carbs to address bg level. System check with tandem technical support did not identify any additional issues with the pump or related supplies. The customer confirmed that the pump and sensor were working correctly, and no further action was necessary. No additional patient or event information was available.